Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture to left side device. Patient experienced stiffness and fever 5 years after devices implanted. The event of fever is not considered device related. Rupture diagnosed by ultrasound. Patient was operated on and rupture detected. Device has been explanted and replaced.

Event description:
Explanting physician reported rupture to left side device. Patient experienced stiffness and fever 5 years after devices implanted. The event of fever is not considered device related. Rupture diagnosed by ultrasound. Patient was operated on and rupture detected. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, red particles on the shell and gel, crease flat. A microscopic analysis was performed which identified: broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior assessed as unidentified (tear) opening.